Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the top part of their pump has broken off, and the reservoir is not secure. The customer states the pump fell and the reservoir fell out of the pump. The customer's blood glucose level at the time of the incident was unknown. The customer states they had high blood glucose levels due to the reservoir falling out. The customer states they treated the highs with the pump, and then had low levels. The customer states they treated the lows with juice. The customer was advised that the pump would have to be replaced and returned for analysis. The customer is being sent out replacement pump, but will be keeping their current pump.